Event description:
It was reported that during a shoulder cuff repair surgery, the footprint anchor broke. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone. Part of the pieces were removed from the patent with a grasper and tweezers. The patient current status is good and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor fragments or suture material. The insertion device has debris on it. Based on the condition of the product material found during visual inspection, additional material testing is not required. The case reports the breakage of the footprint anchor. It is unclear whether all broken anchor parts have been fully removed. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The procedure was reportedly completed using a backup device in originally drilled bone hole and a non-significant procedural delay. The patient impact beyond the reported cannot be determined. Therefore, no further clinical/medical assessment is warranted. The complaint was not confirmed, and the root cause could not be determined since the anchor was not returned for evaluation. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder cuff repair surgery, the footprint anchor broke. The procedure was completed with non-significant delay using a back-up device in the originally drilled bone. The pieces were removed from the patent with a grasper and tweezers. The patient current status is good and no further complications were reported.